Manufacturer narrative:
A sample or a lot number were not provided for evaluation; therefore a thorough investigation into the reported issue could not be performed. However, inspection receiving results of the solution received in the last year was reviewed and no anomalies were found, solution was in compliance with all the quality requirements. Warnings in the label copy of the chg solution indicates the following: do not use: if you are allergic to chlorhexidine gluconate or any other ingredients do not use in contact with meninges or in genital area or as a preoperative skin preparation of the head or face.

Event description:
Dr. Called to report that earlier today a patient of his "developed a chemical burn in the vaginal area" after being prepped with chg. (Chlorhexidine gluconate)